Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Medical devices: (B)(4) , metasul hd 40 12/14 szxl/+7 l/+7, (B)(4); (B)(4), metasul hd 40 12/14 szxl/+7 l/+7, (B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately six years post-implantation due to elevated ion levels, wear, and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. Operative notes indicate the presence of metal ion levels in the blood, large fluid cluster intra-articular. Radiograph review indicates there is no fracture or dislocation. There is no peri-prosthetic lucency or evidence of subsidence. Slight lateral position of the femoral component tip within the medullary canal of the femur. The device was returned for evaluation. As returned, bio debris / ingrowth is covering most of the trabecular metal. The rim feature shows damage / scratches. One of three screw holes contains a screw hole plug. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.